Manufacturer narrative:
Additional product code: dxo. Additional premarket submission: k173586, k896819. A product evaluation was completed on the returned pressure monitoring kit. The reported event of "could not be primed" was not able to be confirmed. Returned kit was able to be primed without indication of flow restriction and flushed without any problem. Flush device functioned properly. However, as received, pressure tubing was found completely detached from vamp reservoir bond joint. There was no clear indication of bonding material on tubing bond surface area. Tubing outer diameter was within specification. No other visible damage or inconsistency was found to the returned kit. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during device prep, a pressure monitoring kit could not be primed properly. Issue was resolved by exchanging the device. Although the issue caused a delay in treatment, there were no patient injuries.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. Based on the available information and previous evaluations, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. As part of the manufacturing process ,100% of the units go through a visual and functional inspection.